Manufacturer narrative:
A complete analysis and testing of 1 opened and used sof sensor found the sensor failed per specifications due to low readings.

Event description:
Customer reports to have received excessive calibration errors and sensor errors. Customer reports of having blood glucose of 34 mg/dl, which was treated with candy. Customer experienced one bent cannula. Customer also requested to troubleshoot transmitter to see if this could be the problem. Customer was advised that device was functioning correctly. Sensors would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.